Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Not returned to manufacturer.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to to charge for defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker customer support representative spoke to the customer over the phone and provided guidance to them. The customer did not indicate that they wanted the device to be evaluated by stryker. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to to charge for defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.